Event description:
Complainant alleged that while attempting to monitor patient (age & gender unknown) the device was unable to obtain an ECG signal. Complainant indicated that the patient subsequently expired.